Manufacturer narrative:
The lot number is not known per the complainant; therefore, the device manufacture and expiration dates cannot be determined. (B)(4). Although expected, the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an expect pulmonary endobronchial pulmonary transbronchial aspiration needle was used in the airway during an endobronchial ultrasound (ebus) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the needle broke off in the patient's airway. The broken piece of the needle was retrieved using forceps; however, while removing it from the airway the needle got stuck in the endotracheal (et) tube. As a result, the et tube had to be removed and replaced with laryngeal mask airway (lma) after which the needle was able to be removed. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The lot number is not known per the complainant; therefore, the device manufacture and expiration dates cannot be determined. (B)(4). Investigation results: an expect pulmonary needles was received for analysis. Visual evaluation of the returned device revealed that the needle was slightly bent and broken at its middle section. The broken section of the needle was not returned for inspection. It is most likely that the needle of the unit was bent and broken due to the handling and/or due to excessive force applied to the device by the user during the use of the product, the issue noted is a known defect that is normally caused during the manipulation of the device. The investigation concluded that the failure was an expected or random component failure without any design or manufacturing issue, therefore, the most probable cause of the event is cause traced to component failure.

Event description:
It was reported to boston scientific corporation that an expect pulmonary endobronchial pulmonary transbronchial aspiration needle was used in the airway during an endobronchial ultrasound (ebus) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the needle broke off in the patient's airway. The broken piece of the needle was retrieved using forceps; however, while removing it from the airway the needle got stuck in the endotracheal (et) tube. As a result, the et tube had to be removed and replaced with laryngeal mask airway (lma) after which the needle was able to be removed. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.